Event description:
The customer reported experiencing an insertion issue when applying the abbott diabetes care (adc) sensor. The customer reported that due to the needle being incorrectly stuck into the sensor, they removed the sensor themself. No further symptoms or third party treatment was reported. There was no report of death or permanent impairment associated with this event.